Event description:
Rptr having aching pain in low back, thigh and hip and legs. Right leg is numb. She can't sit for more than 20 to 25 mins at a time, walking about 15 to 20 mins at a time. She can't do simple things like cleaning herself. She can't bend or stoop. She is in worse shape now than she was before the surgery. Rptr takes naprosyn, lortab, methocarbamol and others.